Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was not changing the time correctly on the pump).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the time is set to 1112 am instead of 1112pm. The patient stated that because the time on both the pump and meter are set incorrect. The patient stated that they woke up this morning with a blood glucose (bg) of 40mg/dl, no symptoms. The patient treated with orange juice and a waffle with syrup to bring the bg back up. The patient stated that after that they changed the time on the meter only and not on the pump. The patient stated that they are not sure how the time on the pump got to am instead of pm. Customer support (cs) instructed patient in correcting time on pump to correct time. Animas contacted patient on (B)(6) 2013 and the patient then admitted that they programmed the time incorrectly on the pump. The patient explained that the time and date revert back to factory default setting with battery changes. The patient admitted to user error with programming. The patient was not changing the time correctly in the pump. This report is being made due to use error which contributed to patient¿s hypoglycemic event, the patient was not changing the time correctly on the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: no data outside normal patient use observed in the black box. No data in black box from time of reported issue due to continued use. The total daily insulin delivery total for (B)(6) 2013 and (B)(6) 2013 do not reflect user's programmed basal rates. The pump passed flow accuracy test and found to be delivering within required specifications. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.